Event description:
The user was cut in their thumb when running liquid controls. User washed the site and applied a band-aid. User did not read their change in procedure or the product labeling until this incident.